Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, (B)(4) has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years. The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested, but none provided. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to chronic driveline infection.

Manufacturer narrative:
Additional information. Corrected information: it was initially reported that the pump exchange occurred on (B)(6) 2017. However, the pump was exchanged on (B)(6) 2017.

Event description:
Additional information: it was reported that the patient¿s driveline infection began on approximately (B)(6)2015. The patient underwent an incision and drainage procedure in may of 2015 due to the driveline infection which cultured positive for pseudomonas. The patient received 6 weeks of cefepime and was placed on lifelong levaquin. Another wound infection developed in (B)(6) 2015 that was positive for methicillin-resistant staphylococcus aureus (mrsa). Initial treatment was with doxycycline then was followed by IV vancomycin in (B)(6) 2015. On (B)(6) 2015 the patient was admitted due to the return of cellulitis after being off vancomycin for 2 days. The patient was treated with cefepime and was discharged home on IV vancomycin. On (B)(6)2016, an incision and drainage of the driveline tunnel along with surgical revision of the driveline was performed. At that time wound cultures were positive for pseudomonas. The pump was ultimately exchanged on (B)(6)2017.